Event description:
The staff were opening the sterile supplies for a hemorrhoidectomy. The scrub and nurse noticed that there was a hair in the minor pack. The hair was located in the kidney basin with the stickers. The staff immediately discarded the supplies and had to reopen more supplies for the case. This was done before the patient entered the operating room. The reference number for the minor pack that contained the hair is 176549 and the lot number is 880241.